Event description:
Per medwatch (mw5107212 , report date: 28-jan-2022): patient stated that he has been off remodulin since last night since both of his pumps are giving him the "no dispose" error. Patient then was able to successfully continue his infusion using a new cassette with no errors and resumed his previous dose with no issues. Patient did not experience any ade due to the interruption. Cassettes. Diluent and spikes replacements were sent overnight. Did the reported product fault occur while in use with the patient ? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Did we [MFR] replace the cassette? Yes. Did the patient have add'l cassettes they were able to switch to? Yes: if yes. Was the patient able to successfully continue their infusion? Yes is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Ongoing? No. Reported by patient /caregiver. Additional information received and attached by ICU medical on (B)(6) 2022 via email: patient details updated